Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported 53 mg/dl low readings on the adc device compared to 496 mg/dl readings obtained on a competitor brand meter. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. Due to low readings, the customer reported self-treating with insulin(does/type unspecified). There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.